Manufacturer narrative:
Additional information was added: the device was manufactured from may 10, 2019 - may 14, 2019. Six (6) used devices were received and evaluated. The samples were returned containing 31, 32, 37, 38, 39 and 41 mls of fluid in their bladder a visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. The functional flow rate test was performed on the samples and all the results were found to be within the acceptable product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume folfusors did not fully infused. The device was filled with 20 million units of benzyl penicillium. The reporter stated that after the expected therapy time of 24 hours, an amount of 43-88g solution remained in the device. This issue was identified after patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.